Event description:
(B)(4). Same case as 2134265-2012-05277; 2134265-2012-05279. Same patient as 2134265-2011-00017; 2134265-2011-00254. It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain and restenosis. Lesion 1 was a bifurcated, in-stent restenotic lesion, located in the mid left anterior descending (lad) artery with 80% in-stent restenosis and was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 2 was a bifurcated lesion located in the 1st diagonal with 80% in-stent stenosis and was 12 mm long with a reference vessel diameter 2.25 mm. The physician treated the lesion with pre-dilatation and attempts to deploy a 2.25 mm x 16 mm taxus liberte stent which were unsuccessful. The stent was then exchanged for another 2.25 mm x 16 mm taxus liberte stent. Stent strut damage was noted. Following post-dilatation, residual stenosis was 10%. Lesion 3 was located in the proximal left circumflex with 80% in-stent stenosis and was 34 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. The patient was discharged on aspirin and prasugrel in (B)(6) 2012, the patient presented with recurrent and accelerating chest pain and was hospitalized on the same day. A 75% in-stent restenosis of previously placed stents (2 previously deployed promus stents implanted in 2008) was discovered, study stent and the promus stent deployed in 2010 during the re-intervention) in the proximal to mid lad was treated with pre-dilatation and placement of a 3 x 38 mm taxus ion stent. Following placement of that stent, 70-80% in-stent restenosis of previously placed study stent in diagonal branch was attempted to be treated with 2.75 x 12 mm taxus ion stent but this stent was unable to cross the lesion. This lesion was finally treated with pre-dilatation and placement of a 2.75 x 8 mm taxus ion stent with residual stenosis of less than 10%. Subsequently, in-stent restenosis of previously deployed study stent in circumflex was treated with the placement of serious of three (3.00 x 16 mm, 2.75 x 16 mm and 2.75 x 12 mm) taxus ion stents in an overlapping manner from proximal to distal left circumflex. Following the post dilatation, residual stenosis was less than 10% and the event was considered resolved without residual effects and the patient discharged on aspirin and clopidogrel.

Event description:
(B)(6) study. Same case as 2134265-2012-05277; 2134265-2012-05279. Same patient as 2134265-2011-00017; 2134265-2011-00254. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and restenosis. Lesion 1 was a bifurcated, in-stent restenotic lesion, located in the mid left anterior descending (lad) artery with 80% in-stent restenosis and was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 2 was a bifurcated lesion located in the 1st diagonal with 80% in-stent stenosis and was 12 mm long with a reference vessel diameter 2.25 mm. The physician treated the lesion with pre-dilatation and attempts to deploy a 2.25 mm x 16 mm taxus liberte stent which were unsuccessful. The stent was then exchanged for another 2.25 mm x 16 mm taxus liberte stent. Stent strut damage was noted. Following post-dilatation, residual stenosis was 10%. Lesion 3 was located in the proximal left circumflex with 80% in-stent stenosis and was 34 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. The patient was discharged on aspirin and prasugrel in (B)(6) 2012, the patient presented with recurrent and accelerating chest pain and was hospitalized on the same day. Seventy-five percent in-stent restenosis of previously placed stents (2 previously deployed promus stents implanted in 2008) was discovered, study stent and the promus stent deployed in 2010 during the re-intervention) in the proximal to mid lad was treated with pre-dilatation and placement of a 3 x 38 mm taxus ion stent. Following placement of that stent, 70-80% in-stent restenosis of previously placed study stent in diagonal branch was attempted to be treated with 2.75 x 12 mm taxus ion stent but this stent was unable to cross the lesion. This lesion was finally treated with pre-dilatation and placement of a 2.75 x 8 mm taxus ion stent with residual stenosis of less than 10%. Subsequently, in-stent restenosis of previously deployed study stent in circumflex was treated with the placement of serious of three (3.00 x 16 mm, 2.75 x 16 mm and 2.75 x 12 mm) taxus ion stents in an overlapping manner from proximal to distal left circumflex. Following the post dilatation, residual stenosis was less than 10% and the event was considered resolved without residual effects and the patient discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).